Event description:
Additional information was received indicating that echocardiogram was performed and showed findings consistent with myxomatous degeneration. Severe stenosis and mild valvular regurgitation were observed. Pressure half time was 420.58ms. A mean gradient of 41.1 millimeters of mercury (mm hg) and peak velocity of 4.1 m/s were observed. Doppler velocity index was 0.26. One month later, further imaging showed a mean pressure gradient of 33 mmhg. It was noted that the patient¿s aortic valve area was 0.53 cm2. A transcatheter aortic valve (tav) in tav procedure was planned to be performed.

Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 9 months following the implant of a transcatheter aortic valve, a high gradient was observed. Approximately 4 months later, the patient began to feel symptoms of dizziness and lightheadedness. Approximately 4 weeks later, the valve failed due to moderate paravalvular leak (pvl) and the high gradient. The patient was scheduled for replacement of the valve approximately 6 weeks following the failure of the valve.